Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was not returned to olympus for inspection. The device historrecord was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This phenomenon occurred because the user did not understand the correct reprocessing steps. As mentioned at b5, field servise enfineer discussed and demonstrated appropriate reprocessing step for the customer. The event can be detected/prevented by following the instructions for use which state: disassembling the forceps/irrigation plug-be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the customer currently did not perform the required precleaning steps in the procedure room and did not fully disassembling the maj-891 forceps/irrigation plug during the reprocessing process. Field servise enfineer discussed and demonstrated the precleaning steps that need to be performed immediately following the procedure prior to transport, utilizing a olympus endoscope cyf-5. Field servise enfineer then discussed reprocessing steps from leakage testing through the manual cleaning of the cyf-5 scope, while one of the technicians demonstrated the steps at the sink. Field servise enfineer also demonstrated how to disassemble the maj-891 and reviewed the manual cleaning steps. Field servise enfineer emailed the maj-891 cleaning guide poster to the customer for reference as well as the completed attendance and on tracks. There was no harm or user injury reported due to the event.